Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened dome switch. The device passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No ramping of numbers on display and no failed battery test alarm observed during testing. Cracks to the case, reservoir tube lip and display window noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer requested a replacement insulin pump. The numbers started ramping, so she pulled out the battery and the insulin pump alarmed failed battery test. No buttons are working. The current blood glucose reading is 43 mg/dl. Customer is treating with manual injections; misjudged he dosage, that's the reason the low blood glucose. Customer treated with apple juice. The blood glucose increased to 101 mg/dl. Customer mentioned that she was hospitalized due to high blood glucose. The blood glucose reading at the time of the event was 318 mg/dl. Customer unable to wear the insulin pump due to buttons not working. Nothing further reported.